Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no problems with the rem circuit. Also, the monopolar 2 receptacle pin was broken/missing, the unit was not detecting pencil, and the monopolar 1 ufp receptacle was broken. The issue was resolved by replacing the monopolar 1 and 2 receptacles. It was reported that the device rem alarm failed, and an unknown port of the generator had an issue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the monopolar port 1 of the device had an issue. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was additionally reported that the monopolar port 2 of the device had an issue. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the unit's patient return electrodes (rem) circuit appears to be faulty ¿ red rem icon would not clear to green. Found monopolar 2 receptacle pin was broken/missing. Unit was not detecting pencil. Also found monopolar 1 ufp receptacle is broken. Need to replace mono1 ufp receptacle and monopolar 2 receptacle with new one. Found thick layer of dust formed inside the unit. Full service required. Performance verification test and electrical safety tests required as per standards. Unit was cleaned and sanitised. Unit connected to vlex and uploaded system logs. Error logs inspected, no recent errors found. Unit opened and cleaned all the dust formed inside the unit. All the printed circuit board assembly (pcba), connectors, cables, receptacles were disassembled, cleaned and reseated. Replaced monopolar1 ufp receptacle with new one. Replaced monopolar 2 receptacle with new one as per service manual instructions. Performance verification test conducted as per manufacturers specification. Electrical safety tests conducted. All tests passed. There was no patient involvement.